Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Per the pdrn, the cause of the peritonitis event was touch contamination by the patient as evidenced by the culture result of staphylococcus epidermidis. Staph epi is the most frequently identified cause of peritonitis in pd patients and is a predominant normal flora on the human skin. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The patient fall was unrelated to pd therapy or use of any fresenius product as it occurred while the patient was walking to their car.

Event description:
A peritoneal dialysis (pd) patient stated that they had developed an infection and fell and hit their head due to being delirious. Additional information was obtained from the patient¿s pd registered nurse (pdrn). The patient presented to the local hospital on (B)(6) 2020 with abdominal pain and cloudy pd effluent. A pd effluent culture was drawn, and the patient was initiated on antibiotic therapy (type, dose, frequency and duration unknown). The patient was not admitted/hospitalized. The pd culture grew positive for staphylococcus epidermidis (staph epi). The patient¿s white blood cell (wbc) count was 6,104 (unknown units). Per the pdrn the cause of the peritonitis was touch contamination. The date of the touch contamination was not provided. The patient experienced the fall on the following day (B)(6) 2020. The patient slipped on the outside stairs while walking to the car. There was no injury or medical intervention for the fall which was unrelated to pd therapy. The patient is continuing to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.